Event description:
It was reported that "e2 and e5" error messages were observed on the console device. It was unknown to the reporter if the device was used in surgery. There were no delays in a scheduled surgical procedure. The reporter stated that a spare device was not available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. These errors are related to handpiece device issues and not the console device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.